Event description:
The customer reported that the hard drive would not work, thereby preventing the system from booting up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was reloaded onto the system and the hard drive was replaced. The system was tested and found to be working as intended and put back into service.